Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, (B)(6).

Event description:
It was reported that the patient experienced skin peeling and discharge from their right-side deep brain stimulation (dbs) burr-hole and lead incision site. Cultures taken tested positive for pseudomonas. It was noted that the patient scratched her head near the incision site, peeling off tissue with some hair reopening the wound per the physicians assessment. The patient underwent a procedure where debridement and washout at the incision site was performed. The devices remain implanted. The patient was prescribed anti-biotics and did well post-operatively.